Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok button was under responsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was observed to be torn across the down button and the keypad was peeling from below the ok button. The keypad buttons were tested and the buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the keypad button contacts. Unrelated to the complaint, the bolus button was observed to be torn and difficult to press. The bolus button was removed and the button plunger was found to be misaligned and contamination was observed under the bolus button. Also unrelated to the complaint, the battery compartment was observed to be cracked; no moisture or corrosion was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.